Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) with low heart rate of about 35 beats per minute (bpm). The health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm). Upon review, the egm showed stored atrial tachy response (atr) episode. Further review of the atr episode, ts observed the right atrial (ra) and right ventricular (rv) leads exhibited high pacing thresholds, low amplitude measurements and possible loss of capture (loc). Ts recommended for the cardiologist to be consulted for further evaluation. No additional adverse patient effects were reported. At this time the pacemaker, ra and rv leads remain in service.